Event description:
It was reported that the patient with this pacemaker system visited the hospital after a syncopal episode. The health care professional (hcp) interrogated the device noting that it had reached end of life (eol) status and the patient to be in asystole. The health care professional made a consult call to technical services (ts) and requested further review of the device stored data. Further review of the presenting electrogram (egm) showed a lead safety switch (lss) was triggered which changed right ventricular (rv) lead settings from bipolar to unipolar configurations due to high out of range right ventricular (rv) lead pacing impedances recorded to have been greater than 2000 ohms. It was noted that the right ventricular (rv) lead is a competitor product. The health care professional (hcp) suspected possible cause to be a spring contact issue. Technical services (ts) discussed reprogramming options with the health care professional (hcp) and referred them to the local field representative. The health care professional (hcp) noted that the physician has scheduled a device replacement procedure due to device reaching end of life (eol) status. At this time, the pacemaker and right ventricular (rv) lead remain in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).